Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer was disoriented because of the low bg, and received third party assistance from their significant other, who provided a glucagon injection to address bg. The customer was disoriented, but this event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.